Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable patient complication of bleeding. Imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
Note: this report pertains to second of four cold snare used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snare did not open and close as expected and lacked sufficient force to cut through the tissue. A second cold snare used; however, the same problem happened. The procedure was completed using another of the same device, resulting in more bleeding than usual. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to second of four cold snares used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snare did not open and close as expected and lacked sufficient force to cut through the tissue. A second cold snare used; however, the same problem happened. The procedure was completed using another of the same device, resulting in more bleeding than usual. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable patient complication of bleeding. Imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h11: the returned cold snare was analyzed, and upon visual inspection, no visible damage was observed. During functional inspection, the device was extended and retracted using the 10-inch loop fixture, and the loop extended and retracted properly without issue. Additionally, the device was manually actuated in the snares retroflex fixture (bscr091357) and was not difficult to actuate. No other problems with the device were noted. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The reported event of snare loop cutting problems was not confirmed. It was found that the loop was able to extend and retract properly in the 10-inch loop fixture. However, the device cannot be functionally tested in a manner that fully emulates the anatomical and procedural conditions encountered during the procedure. On the other hand, for the as-reported patient impact codes of "tissue damage," "hemorrhage, minor," and "prolonged episode of care," these adverse events are known and documented based on the hazard analysis, and all reasonable steps have been taken. Additionally, the clinical events of hemorrhage and tissue damage are anticipated and disclosed in the instructions for use (IFU). Based on all available information, the probable root cause assigned is known inherent risk of device.

Event description:
Note: this report pertains to second of four cold snares used during the same procedure. It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the snare did not open and close as expected and lacked sufficient force to cut through the tissue. A second cold snare used; however, the same problem happened. The procedure was completed using another of the same device, resulting in more bleeding than usual. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes) has been updated based on the information that was identified on february 5, 2026. Block h6: imdrf patient code e0506 captures the reportable patient complication of bleeding. Imdrf device code a050702 captures the reportable event of snare loop cutting problems.